Manufacturer narrative:
H6: investigation summary: the customer reported leaking and returned one photo of the sample. The photo verifies the separation from the tubing and the complaint is verified. Without the physical sample returned for investigation, the root cause could not be identified. A device history record review could not be performed on material 42502e because the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set separated from the tubing and leaked fluid onto the floor during the endoscopy. The following information was provided by the initial reporter: "I do not have exact dates of which we have separation/clamp issues with the tubing. We did have leakage for all separations, including backflow of blood from pt onto floor. Anesthesia has also reported leakage of fluids and medications during operating room cases, but I cannot speak to which patients/medications this occurred with or to any adverse affects to those patients. Finally another took place later in the following week around thursday or friday when it occurred to me during an endoscopy case during induction again. These occurrences are not isolated and occur almost every given day since we have changed our product to the current one. I am not sure of lot numbers but has occurred over the year in 2022 and now 2023. Despite nursing and anesthesia tightening the connections then still will loosen to the point of separation and medication or fluids running on bed or floor and blood backing up in the tubing."

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set separated from the tubing and leaked fluid onto the floor during the endoscopy. The following information was provided by the initial reporter: "I do not have exact dates of which we have separation/clamp issues with the tubing. We did have leakage for all separations, including backflow of blood from pt onto floor. Anesthesia has also reported leakage of fluids and medications during operating room cases, but I cannot speak to which patients/medications this occurred with or to any adverse affects to those patients... Finally another took place later in the following week around thursday or friday when it occurred to me during an endoscopy case during induction again... These occurrences are not isolated and occur almost every given day since we have changed our product to the current one. I am not sure of lot numbers but has occurred over the year in 2022 and now 2023. Despite nursing and anesthesia tightening the connections then still will loosen to the point of separation and medication or fluids running on bed or floor and blood backing up in the tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.